Event description:
It was reported that patient presented in clinic with atrial lead noise seen on egms. The noise was able to be reproduced with isometric movements. Patient had no symptoms as a result of this event and no programming changes were made. The patient was stable following interrogation.